Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated with reflin injection and fortum injection (1 gram for 14 days, route not reported) and vancomycin injection (1 gram on every 5th day, route not reported) for peritonitis. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available.